Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead pacing impedance could not be track. The lv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.